Event description:
Device malfunction: mislocation of closure clip. Time of malfunction: during vessel closure. Symptoms/ae: occlusion. Time of symptoms: after vessel closure. It was reported that a physician, trained on the use of the starclose device performed an arteriotomy closure of the femoral artery. After clip deployment, it was noted that the closure clip caught the posterior wall of the artery, resulting in an occlusion. A vascular surgeon removed the clip and repaired the vessel. No add'l info is available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The customer reported the device was discarded. The lot number was not identified; therefore, a device history review could not be performed.